Event description:
The MFR rec'd info alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a "service required" code was found in the ventilator's download error log. The device's internal battery was replaced to address the issue.